Event description:
Patient reported "concerns due to allergan implants being associated with an increased risk of lymphoma (alcl)". Later, healthcare professional reported "capsular fibrosis baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (one opening) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular fibrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular fibrosis baker grade iii.

Event description:
Patient reported "concerns due to allergan implants being associated with an increased risk of lymphoma (alcl)". Later, healthcare professional reported "capsular fibrosis baker grade iii". This record is for the right side. Device was explanted.